Event description:
It was reported that prior to the implant attempt, the lead helix was tested and popped out after three turns, but took over 20 turns to retract. During the procedure, the lead exhibited no capture, minimal to no sensing, and low impedance. The lead was repositioned several times, without success. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was found to be stretched. The inner insulation was kinked buckled, and appeared to have been full apart (overstress). Blood was found in/on the helix/lobe mechanism and the helix was blocked by a guide tooth, which appeared damaged. The distal conductor was distorted, and the lead appeared to have been damaged at implant.